Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 03 aug 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
FDA medwatch / FDA user facility report # mw 0504540000-2022-8016, reported, the 8fr cortrak 2 nasojejunal (nj) tube was placed to administer nj gastric feedings and oral medications. 10 days later the tube was clamped, clog zapper used, medications and flush. An x-ray was performed approximately 2 weeks later and the enteric tube appeared fractured with the tip remaining at the fourth portion of the duodenum. The tube was removed with 3cm of the tube missing. The fractured enteric tube was seen on imaging and the distal portion had migrated beyond point of endoscopic retrieval; no enteral tube was placed. The patient reportedly received packet red blood cell (prbc) x 1, platelet count (plt) x 2 and 2 platelet transfusions due to gastrointestinal (gi) bleeding. It is unknown if the distal portion was removed via medical intervention.

Manufacturer narrative:
All information reasonably known as of 26 aug 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received 12aug2022 reported, the distal piece passed naturally; there was no reported injury.

Manufacturer narrative:
Root cause could not be determined. All information reasonably known as of 03 oct 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.